Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter for evaluation. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off during an infusion of heparin. It was also reported there was no pt injury, but a "significant" interruption in therapy was experienced.